Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable stop key. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Manufacturer narrative:
(B) (4) during service, an "inoperable stop key" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.